Manufacturer narrative:
Concomitant products: 5554 lead implanted (B)(6) 2006. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) battery depleted prematurely. High left ventricular (lv) lead thresholds were also reported. The device was explanted and replaced. Electronic repositioning of the lv lead was attempted several times with poor results and the lead remains in use. No patient complications have been reported as a result of this event.